Event description:
This report is based on information provided by philips remote and bench service personnel and is being investigated by the philips complaint handling team. During bench service, philips found an issue on the v60 ventilator indicating that the unit has a "check vent: primary alarm failed" alarm. The device was reported to be outside of use at the time of the reported problem. No patient harm reported the bench service engineer (bse) found during bench service at the repair center that the device has a primary alarm failure alarm. The bse determined that a new power management(pm) pcba (part number 453561534061) was required to resolve the issue. The replacement pm pcba was ordered, and the bse is awaiting part delivery. This investigation is ongoing.

Manufacturer narrative:
H11: the manufacture number used in this report reflects the old manufacture number, this correction is to update the record to the new manufacture number.